Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications were received. Reportedly, the cartridges were filled with 150 units of insulin. Additionally, it was reported that an empty cartridge alarm occurred. Blood glucose level was 154 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.